Event description:
The patient was being treated for lower back pain with electrotherapy when they received a burn. The clinician had prescribed the interferential electrotherapy waveform to treat the patient for lower back pain. The patient was being treated for a 20 minute treatment when they received a burn in the area of treatment under the application electrodes. The burn was a 2nd degree burn that measured less than 4mm in diameter the clinician deemed that the injury was not a serious injury. The patient did not require medical treatment as a result of the injury. The patient is expected to make a full recovery from the event. The clinician was using new electrodes measuring 2x2 inches in size. The treatment intensity was set to 'patient tolerance' and had the default frequency settings. The patient was positioned on their back, laying on the self adhesive electrodes.

Manufacturer narrative:
See scanned pages.